Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported problem of 'keypad not working' was reproduced during evaluation by troubleshooting the device. The cause was determined that the keypad buttons not functioning as intended. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced keypad was not working, the ¿run/stop¿ button does not work. There was no patient involvement. No additional information is available.